Event description:
It was reported: tx performed guidelines with a couple of extra lines at both depths lateral to the nasolabial folds. (B)(6) days post tx, bruising at the corner of the nasolabial folds. In addition, physician could feel ridges in this region when examining through the mouth. Discoloration was also noted. Pt is also reporting a "divot" at the bottom of the nasolabial fold. Pt had ha-filler 3 weeks to one month prior.

Manufacturer narrative:
Ulthera's IFU states: precautions the ulthera system was not been evaluated for use over various materials. Therefore, treatment is not recommended directly over those areas with any of the following: dermal fillers.